Event description:
It was reported that the patient alert tripped due to high impedance on the superior vena cava coil. It was also reported that the right ventricular lead defibrillator impedance was increasing. The superior vena cava coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that there was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:07. The daily pace impedance trend data shows a spike increase for svc (superior vena cava) defib equaling 43 to 254 ohms peak between (B)(6) 2012 and (B)(6) 2012, then returning to a baseline of 55 ohms on (B)(6) 2012. There were two oversensing episodes of vf (ventricular fibrillation) less than or equal to 210 ms average v-cycle on (B)(6) 2010 08:44:04 and (B)(6) 2012 15:21:07.